Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced underfill or low draw of a tube with blood. This complaint is regarding patient 7 of 8. The following information was provided by the initial reporter: the customer stated the blood was filling just below the etched line for the tubes in this lot that were within 30 days of the expiration date. They use straight needles and butterfly sets with a discard tube. When they used the syringes, they used a btd. The rate of redraws due to rejection was low. They are now using a different lot #, and not having any issues.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced underfill or low draw of a tube with blood. This complaint is regarding patient 7 of 8. The following information was provided by the initial reporter: the customer stated the blood was filling just below the etched line for the tubes in this lot that were within 30 days of the expiration date. They use straight needles and butterfly sets with a discard tube. When they used the syringes, they used a btd. The rate of redraws due to rejection was low. They are now using a different lot #, and not having any issues.